Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump fell off the dryer and the screen and pump cracked. Customer stated that the screen was lifting up at the corner. The customer's blood glucose reading was unknown. The device was replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, minor scratched display window and display window popping out.